Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 250 units of insulin. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose was 200 mg/dl.